Manufacturer narrative:
The lens was returned in a small vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear residue and debris on the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion: off label use (acd<3.00mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -9.5/+0.5/80 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017, the lens was explanted due to the patient experienced glare/haloes. The issue was resolved, however, the patient keeps expressing subjective discomfort. As of the day of MDR submission, the lens has been returned, but not yet evaluated.